Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received an error alarm. The customer¿s blood glucose was 190 mg/dl. The customer states the error alarm received was an rf pic failed self test. Assisted customer in performing a self test and had body armor so couldn't disconnect. 'Advise customer to monitor the pump. The insulin pump will not be returned for analysis.